Event description:
Information received by medtronic indicated that the insulin pump had crack at the battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at the battery side of case on 10-oct-2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked retainer, partially detached retainer, and cracked reservoir tube lip. Cosmetic damage was confirmed at the battery side of case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.